Event description:
At 0950 an 88 y.r. Femal presented to e.d. Via local bls rescue squad unit from a rural area in full arrest for more than 15 min. Pt. Had CPR initiated by 1 rescuer prior to arrival & CPR cont. While unloading, lifepak 9 in operation & pt. Monitored through the paddles - rhythm showed v.f. Paddles chgd. To 200 & pt. Defibrillated. Rhythm cont. To show vf & pt. Remained pulseless. Paddles to be chgd. To 300 for defibrillation. Paddles charged to 172 then proceeded to 17 then dropped back down to about 172. Machine would not charge any higher & coul not discharge into lifepak 9 machine. Pt. Was then intubated & IV started. In the meantime, machine had discharged the existing charge & was recharged to 300 at 0592. Machine functioned properly at this time. Code ont. Acc. To acis stnds., but code called @1000 & pt. Pronounced dead. Not: pt. Also defibrillated at 360 x 2 without mishapdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.